Manufacturer narrative:
(B)(4). The investigation is on-going. This report will be updated upon receipt of additional details.

Event description:
Subsequently, surgical intervention was taken and the lead was repositioned successfully.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient went to the emergency room after receiving a shock. The deive was interrogatedand revealed double counting of the ra and rv signals, as a result an xray was conducted and confirmed an rv lead dislodgement. A replacement surgery has been scheduled, and all therapy has been deactivated. The patient is not pacemaker dependant. No adverse patient effects were reported.